Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with the new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the first firing of the device made a popping sound but fired completely. Since the handle had made the popping sound, a second handle was opened. The second handle was used and also made a popping sound. The second stapler fired staples but they were malformed. A third handle was grabbed. The third reload partially fired and make a crunching sound. A fourth handle was loaded and used. The fourth handle made a crunching noise but fired successfully. A fifth handle was used. The fifth handle also made a crunching noise. Two reloads were used with this handle but it is not known which was used with the handle when it made the crunching noise. No blood loss. The surgeon had to staple around the bad staple loads which resulted in tissue loss and added an hour to the case. There was unanticipated tissue loss due to the re-stapling. At least 3 centimeters of additional rectal tissue was removed. Patient is stable. Nothing coming out of the drain. No reinforcement material was used.